Event description:
Additional information received indicates the patient had their leads and system explanted to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18044. It was reported one of the patient's leads had migrated. Surgical intervention may take place in the future to address the issue. Note: it is unknown which lead migrated therefore both leads are being reported.